Event description:
The iab leaked. The following info was rpt'd to datascope on 1/20/97: the iab was inserted into the pt on 12/31/96. On 1/1/97, the "fill needed" alarm sounded from the pump. No blood was noted in the tubing. Auto fill was initiated and blood was noted in the tubing. The iabp was not pumped. The dr was notified and the balloon was removed within 15 minutes. Event complications: unk - rpt'd 1/1/97; none - rpt'd 1/20/97. Pt current status: doing well-rpt'd 1/20/97.

Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.